Event description:
MRI machine used at hospital and left me with a horrible rash on back and chest and is spreading. Primary care physician cannot find a medicine to help. The rash is very painful. Biopsy done on rash on back a few months ago. Nothing showed. No meds help.